Event description:
It was reported that a revision surgery was performed in patient's journey uni knee system due to unknown reasons.

Event description:
It was reported that a revision surgery was performed due to left knee periprosthetic infection. The femoral component, the insert and the base plate were removed.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicated that without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.